Event description:
During a peripheral intervention the patient had several stents placed in his right iliac artery. Several days later, there appeared to still be a femoral atheroma which is a fatty deposit in the inner lining (intima) of an artery, resulting from atherosclerosis. The patient went to surgery for removal of the femoral clot and had successful removal of the atheroma. At the end of the procedure the physician took a picture of the distal run-off and noticed that there appeared to be a stent in the tibial-peroneal trunk (even though nothing was mentioned in the procedural notes about a stent being placed there). On review of the films it was discovered that the stent in the tibial artery was an undeployed stent that had embolized down the right leg. The patient had a procedure to remove the undeployed stent.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.